Manufacturer narrative:
(B)(4).

Event description:
The pt developed an epidural hematoma following implant. The device was explanted. Other treatments/interventions are unk. Further info is being requested at this time.